Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 255 mg/dl and reported a crack at the battery compartment. Customer treated the hyperglycemia with manual injection. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with cracked battery tube threads, and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and corroded battery tube. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the detail trace file on (B)(6) 2023 at 3:08:51 am due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Please see below for the pump errors/alarms noted 2 days prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 03:04:15.000 alarmalertnotification faultnumber = hardware error alarm (63) linenumber = 341 filenumber = 522 variableinfo = 0c (B)(6) 2023 03:04:18.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 03:05:04.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 03:06:12.000 batteryremoved (B)(6) 2023 03:06:12.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 03:06:22.000 batteryinserted the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 63 confirmed suspecting hw issue. Failed batt test (58) not confirmed. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Pump error 63 confirmed in the history file due to corroded electronic assembly. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.